Manufacturer narrative:
Breas medical received the device for investigation on september 5, 2024. Investigation included an analysis of the log files, a visual inspection, and functional testing. Analysis of logs indicate that the vivo 45 ls accurately delivered treatment based on the modes that were set. The device also alarmed according to specifications when measured values fell out of alarm setting ranges. There, breas medical has determined that the device functioned as programmed and alarmed as designed. It is therefore reasonable to conclude that the device did not cause or contribute to the patient death.

Event description:
On august 26, 2024, breas medical was contacted by unified care services to inspect a vivo 45ls device, sn (B)(6), which was being used by a patient who died. The death occurred on (B)(6) 2024. No further details were provided about the even after multiple attempts to contact the initial reporter. There is no allegation that the device caused or contributed to the death of the patient.